Manufacturer narrative:
Product ID 3888-45, lot# v690039, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v603270, implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot# n335080, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no pain control. Patient requested removal of the system. The issue was not due to normal battery depletion and was not device related. There was no patient injury and the patient recovered without sequela.